Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had a cloudy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. Evaluation found the image blurred/cloudy due to flooding inside the ccd and coupler. Additionally, corrosion on electrical contacts, damaged cable were noted. Based on investigation results, the phenomenon was reproduced when the device was evaluated, and it is assumed that the image blurred due to flooding inside the ccd and coupler. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a cloudy image. There were no reports of patient harm.